Event description:
Allergan received a report of a patient who was treated with coolsculpting on (B)(6) 2018 and (B)(6) 2020 to the lower abdomen and flanks using the cooladvantage coolcore has been diagnosed with paradoxical hyperplasia to the treated areas. The tissue is described as swollen, enlarged and firm upon palpation.

Manufacturer narrative:
Additional, changed, and/or corrected data: supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan received a report of a patient who was treated with coolsculpting on (B)(6) 2018 and (B)(6) 2020 to the lower abdomen and flanks using the cooladvantage coolcore has been diagnosed with paradoxical hyperplasia to the treated areas. The tissue is described as swollen, enlarged and firm upon palpation.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report of a patient who was treated with coolsculpting on (B)(6) 2018 and (B)(6) 2020 to the lower abdomen and flanks using the cooladvantage coolcore has been diagnosed with paradoxical hyperplasia to the treated areas. The tissue is described as swollen, enlarged and firm upon palpation.